Manufacturer narrative:
Event date is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. The patient was given antibiotics to address the issue and the infection was confirmed to be cleared by the patient's physician. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was experiencing an infection at the site of the scs lead. The patient was given antibiotics to address the issue and the infection was confirmed to be cleared by the patient's physician.